Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in atrial tachy response (atr) episodes. The health care professional (hcp) reprogrammed the device per technical services (ts)'s suggestions. Ts suggested further reprogramming options. The hcp decided to discuss further with the nurse practitioner. The device remains in use. No adverse patient effects were reported.